Event description:
Medtronic received information that this bioprosthetic mitral valve, implanted 1.5 years, was explanted due to stenosis.

Manufacturer narrative:
(B)(6): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, a section of the right cusp, a piece of host tissue, two pledgets and a section of the sewing ring were received with the valve for analysis. The left cusp was partially open due to the right and non-coronary cusps being pushed against the leaflet. All existing leaflets were stiff but slightly flexible except where mineralization was present. Sections of the leaflets were desiccated, particularly along the free margin of the right and non-coronary cusps and right non-coronary commissural attachment. Tissue deterioration due to mineralization was noted in all leaflets. The right and non-coronary cusps were torn and/or removed during explant. Tissue deterioration due to mineralization was observed on the left right and right non-coronary commissures. The right non-coronary commissure was detached as a result of tissue deterioration and removal at explant. Tan thrombotic host tissue remained attached to the right and non-coronary cusps along the outflow margin of attachment adjacent to the left right and right non-coronary commissures. A large piece of brown thrombotic host tissue with remnants of mineralization embedded was received with the valve. Radiography showed extensive mineralization in all existing leaflets and commissures as well as in the piece of host tissue and non-coronary leaflet received with the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth, mineralization and thrombus. These findings are generally considered a patient related condition.